Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be completed.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. No further info on the reported issue was provided.